Manufacturer narrative:
The device was not returned for analysis and the clip remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify similar incidents from this lot. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficult to remove appears to be due to user technique/procedural circumstances. The reported tissue damage appears to be due procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip was implanted without issues. To further reduce mr, a second clip was advanced. However, the clip got caught in chordae causing a chordae rupture. The clip was freed and was implanted. Mr was reduced to 2. No additional information was provided.